Event description:
It was reported that the nurse used the foley kit to replace a catheter and found that the drainage bag was missing the spout to drain the urine out as well as prevent it from leaking continuously from the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed and it was unknown if the reported event was caused by the user or the manufacturer. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." And "note: exercise care to keep bag off the floor." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse used the foley kit to replace a catheter and found that the drainage bag was missing the spout to drain the urine out as well as prevent it from leaking continuously from the bag.